Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement, and occlusion of device or native vessel. Furthermore, additional considerations for patient selection, and anatomical requirements for use of the trunk-ipsilateral leg component include, but are not limited to, minimal thrombus or calcification in the proximal aortic neck, and ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) which should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr-18 fr vascular introducer sheath.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient's left internal iliac artery had stenosis before the procedure. After deployment of the trunk-ipsilateral leg component, angiography revealed that blood flow in the patient's left internal iliac artery was slightly delayed. While checking if there was a difference between the right and left side, occlusion of the patient's left internal iliac artery was confirmed. The physician stated that it was not identified whether the obstruction was due to a coverage of the iliac bifurcation or due to a plaque shift. The patient will be monitored. The patient tolerated the procedure.